Event description:
Following implant of pacer, pt developed recurring "spells" of faintness, weakness. Most occurred in past year. Studies conducted failed to document failure to sense, pace or capture. Due to continued complaints and the fact that the lead in question had been known to be faulty, complete change in pacemaker done 6/6. "Faulty" lead capped and left in place. Generator explanted. Co rep in room at time of exchange.